Manufacturer narrative:
No delivery alarm occurred after battery change due to faulty connector on interface board. The insulin pump was received with minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm during each battery replacement. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.